Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the reported lot. The reported mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was an outcome of slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 mixed mitral regurgitation (mr). One clip was implanted reducing mr to grade 2-3. On (B)(6) 2020, prior to discharging the patient, echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. Surgical care was discussed with the patient. No additional information was provided.